Manufacturer narrative:
No conclusion can be drawn due to a customer service call cancellation. However, no reports of patient or staff injury.

Event description:
The customer reported the system failed to display a live image. No report of patient injury.